Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. All available information was investigated and the reported gripper actuation issue and stretched gripper line were not confirmed. The analysis confirmed the torn clip cover. The reported difficulty grasping the leaflets could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue, stretched gripper line and torn clip cover in this incident. The reported difficulty grasping the leaflet appears to be related to patient morphology/pathology. The investigation was unable to determine a definitive cause for reported thrombosis and tissue damage. It should be noted that the reported patient effects of thrombosis and mitral valve tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report the gripper actuation issue, torn clip fabric, torn chordae/clot and surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During leaflet grasping, the gripper arms moved in the opposite direction. The anterior leaflet was grasped, but the posterior leaflet would pull further away, making grasping very challenging. At this time, it was believed a clot had formed on the mitral valve; however, it could not be determined if it was thrombus or torn chordae. The clip was not implanted and the procedure was aborted. When the device was removed from the anatomy, it was noted that the tip of the clip fabric was torn and the gripper line appeared to not be pulled fully taut. No part of the clip fabric remains in the anatomy. No clips were implanted and the mr remains at 4. On (B)(6) 2019, mitral valve replacement was performed. The patient is stable and doing fine. No additional information was provided.